Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the cesarean section, when cord blood was collected, the upper part of the syringe was damaged, and cord blood gushed out. There was patient involvement, and no patient harm reported.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Pictures were also provided. Visual inspection of the returned sample showed damage near the shoulder of the barrel, resulting in a hole. Thus, complaint confirmation. The condition of the product was such that it was not possible to conduct a leak test. While the complaint is confirmed, without a provided lot number, it cannot be determined what machine the product was packaged on or how the defect occurred. No further actions will be taken at this time. Complaint information will continue to be monitored for any new information or adverse trends and further actions will be taken accordingly. A device history record could not be completed as no lot number was received.